Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information received included a 3500a report and section f has been updated to reflect the report. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the day of implant the patient had chest pain, was transferred to another hospital and there was no ischemia so the patient was sent home. Then over two weeks later, the patient presented to the emergency department with severe chest pain and after evaluation was sent home. Three days later, the patient was readmitted for pericarditis/pleural effusion, was treated and released. Ten days after that hospitalization, the patient was still not doing well and was brought back into the hospital during which time a computed tomography scan identified a perforation of the right atrium. The patient had a pericardial effusion and was hemodynamically compromised from the perforation by the right atrial (ra) lead. There was a surgical intervention to repair the atrium and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.